Manufacturer narrative:
Additional information was received that the reported infection had been resolved.

Event description:
A report was received that the patient developed an infection at the midline incision site. The patient picked at the site causing it to open exposing the leads. Symptoms of infection include redness and scab over midline incision. The patient underwent an explant procedure and was given intravenous antibiotics.

Event description:
A report was received that the patient developed an infection at the midline incision site. The patient picked at the site causing it to open exposing the leads. Symptoms of infection include redness and scab over midline incision. The patient underwent an explant procedure and was given intravenous antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.